Event description:
Caller reported a malfunction on pump, specifically displaying malfunction code 12. There was no adverse impact to customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. Customer was advised to continue using the pump and to report if any further malfunctions occurred, which the caller acknowledged and understood.